Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported there was moisture behind the display. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: during visual inspection of the pump, it was observed that there was evidence of moisture through display lens and in the battery compartment. Unrelated to the initial complaint, it was observed that there was a crack in the case seal. A leak test was performed and failed due to a case seal leak. The pump was opened and there was moisture on the oled and on the force sensor plate.